Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set and cartridge change on the ilet system and used multiple extra complete sets of infusion supplies during troubleshooting, with the specific device or supply issue not identified. Symptoms included high glucose readings reported as over 400. Outcomes included the need for manual insulin injections as back-up therapy and replacement supplies shipped, along with troubleshooting and education provided. Investigation included collection of event details and user interview regarding blood glucose, ketone testing, and back-up therapy. Investigation of this case revealed that the cause of the hyperglycemia remained unclear with no specific device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.